Event description:
It was reported that the device was explanted after an implant duration of approximately 90.4 months, due to severe aortic stenosis.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry and the operative report received through follow-up with the health-care provider. Through this follow-up, it was also learned that the device is not available for evaluation; unfortunately the reason was not provided. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.